Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0. There was no reported impact to the customer's blood glucose level. Customer planned to use manual insulin injections as backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed that a replacement pump would be sent and provided necessary instructions for handling the malfunctioning pump, which the customer understood and acknowledged.